Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that assistance was needed with changing infusion set. Customer reported of having training, but blood glucose was so high that customer did not remember the steps. Customer received assistance. Customer also reported of having air bubbles. Customer received assistance in clearing air bubbles. Customer stopped troubleshooting due to being frustrated. Customer's blood glucose levels were not reported.